Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. Product ID: 3057, product type: screening device.

Event description:
Information received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported that fluid built up under the bandage. The patient had call their healthcare professional (hcp). Additional information from the patient on (B)(6) reported they were at the hcp¿s office and things had not been working. The patient had some fluid and the hcp told the patient¿s son to remove the dressing. The patient¿s hcp stated the dressing looked okay. Additional information from the patient on (B)(6) reported the leads moved and they were having stimulation in the upper buttocks area. The patient¿s hcp thought maybe things moved slightly. The patient stated that she had a hard time walking and had arthritis and it was a prior issue. The patient felt the lead was out and never felt stimulation in the vaginal area. The patient changed from the left lead to the right lead on (B)(6). Additional information from the patient on (B)(6) reported it could be frustrating not feeling stimulation all the time. The patient was assisted in increasing stimulation and stimulation was felt. The patient stated they didn¿t like how fast the controller went blank on her. The patient stated it wasn¿t cool to have the wrong date and time on the controller. The patient noted the controller date was (B)(6) 2011. There were no further complications that have been reported as a result of this event.